Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and failed. A review of the data log was performed and nothing related to the receiver was found. Confirmation of the issue was undetermined. The reported allegation was not found. The probable cause could not be determined.